Event description:
A malfunction alarm was reported, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer used an insulin pen as a backup, and technical support arranged for a replacement pump.